Event description:
Reported one incorrect result out of two tests (exact results unknown), confirmed by a physician (method unkown).

Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: online review.